Event description:
It was reported that the customer was experiencing differences between sensor glucose and blood glucose readings. Customer was getting low alerts when they were not low. Customer's blood glucose level was 217 mg/dl and their sensor glucose level was 217 mg/dl. Customer declined troubleshooting. Customer stated that on march 20, the customer's blood glucose level was 427 mg/dl. Customer was explained that their blood glucose level must be between 40 and 400 mg/dl for the pump to take as a calibration. Customer treated with a bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-12109.